Event description:
It was reported that they were trying to start therapy on arctic sun device. They were getting low flow (02) alerts, flow rate (fr) was 0lpm. Guided to diagnostics system hours 305, pump hours 0, inlet pressure (ip) was -12.7psi, circulation pump command (cpc) was 0%, flow rate (fr) was 0lpm, disconnected and reconnected pads using proper technique, there was no change in values. Stopped therapy, drained/disconnected pads and connected to another arctic sun device. Inlet pressure (ip) was -7psi, flow rate (fr) was 3.2lpm, circulation pump command (cpc) was 82%. They would send the first device to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy on arctic sun device. They were getting low flow (02) alerts, flow rate (fr) was 0lpm. Guided to diagnostics system hours 305, pump hours 0, inlet pressure (ip) was -12.7psi, circulation pump command (cpc) was 0%, flow rate (fr) was 0lpm, disconnected and reconnected pads using proper technique, there was no change in values. Stopped therapy, drained/disconnected pads and connected to another arctic sun device. Inlet pressure (ip) was -7psi, flow rate (fr) was 3.2lpm, circulation pump command (cpc) was 82%. They would send the first device to biomed. Per follow up information received via phone on 02may2024, it was reported that the pump was not working properly. The device was sent in for evaluation and they have received a loaner.